Manufacturer narrative:
Additional medwatch information provided.

Event description:
Received a copy of customer medwatch which states "event desc: rn was milking the IV tubing to get blood through it and it snapped at the hub (top of flexible tubing and blue area).tubing was changed, replaced with new."

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer repoted the IV tubing came apart from the silicone segment during an infusion. Event occurred in (B)(6).